Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the vitrectomy probe could not cut and would not aspirate well. The case was completed as planned. There was no harm to the patient.

Manufacturer narrative:
One 23ga vitrectomy probe sample was returned for evaluation for the report could not cut and aspirate vitreous well. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The sample was visually inspected and was deemed nonconforming. A sticky foreign matter was found on the port face. Needle is also bent approximately 30 degrees. Actuation testing was performed and deemed nonconforming. Actuation bias-open testing was performed and deemed nonconforming. The sample does not close. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample does not cut. The probe was disassembled and the components inspected. There is approximately 0-5 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance was felt when removing the inner cuter from the bent needle. The inner cutter is bent. No wear marks at bend area the complaint evaluation does not confirm the probe had an aspiration issue. The sample met specification for aspiration. However, the complaint evaluation does confirm the probe had a cut issue. During the evaluation, the sample also had an actuation issue. The exact root cause for the probe not cutting or actuating cannot be determined from this evaluation. The most likely root cause is from the bent needle and bent inner cutter. How and when the needle and inner cutter became bent cannot be determined from this evaluation. A bent needle can cause interference between the components and result in a cut failure. The manufacturer internal reference number is: (B)(4).